Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding at the infusion site. The exact cause of the reported bleeding could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though during a leak test a leak was observed on the soft cannula at the blade of the formed needle. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of 302 mg/dl while wearing the pod for 4 and 24 hours on the arm. There was insulin leaking and the site was bleeding.